Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver screen display is white except the blacklight. No additional event or patient information is available. The receiver was returned for evaluation. A visual inspection was performed and there were no observations found related to the customer complaint. The receiver data log was downloaded and reviewed finding hardware errors and firmware errors on the incident date. Based on these findings the customer complaint has been confirmed making this a reportable event. The root cause cannot be determined.